Event description:
The blood glucose device is cracked at the bottom where it connects to the base and 2 connectors from the meter are missing. It was reported by the manufacturers' evaluation department that there was melting on the 3rd and 4th contacts. No actions were taken and no treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.